Event description:
It was reported during surgery; the robot was able to calibrate the empty arm but failed to calibrate the pointer probe. Recalibration empty was performed successfully and then pointer probe calibrated successfully. Arm was then driven towards fiducials. Arm began to drift in fast mode with no manual input. Full power down was performed and issued persists. Procedure was aborted after implantation of bone fiducials that would require closure.

Manufacturer narrative:
(B)(4). Log files from the event date were not available for review. Without log files, the reported calibration errors cannot be confirmed for event date. The device was sporadically having issues with the force sensor calibration. The unit was sent to returns department for evaluation and during a corrective maintenance performed approximately 3 months after this event, it was noted the force sensor had loosened, which could result in the issues reported in this complaint. The daq card was also replaced, which is responsible for the communication with the force sensor and also can contribute to the reported calibration issue. After repairs, the unit was sent back to the customer location and all tests passed. Device history records were reviewed and no discrepancies related to the reported event were found. The definitive root cause cannot be established with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Corrected: g4. Updated: g3; h2.

Event description:
No further event information available at the time of this report.